Manufacturer narrative:
Device passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. No unexpected pump error 82 alarm noted during testing. Device was received with scratched case and pillowing keypad overlay. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had the hrm task did not grant motor power in reasonable time pump alarm. Customer able to successfully clear alarm but did not able to complete rewind the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis